Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that patient was admitted to the hospital due to being found unresponsive on (B)(6) 2017. The patient was intubated. Upon admission to the hospital, the pump was stopped; however, the hcp had no documentation to support the current status of the pump. The hcp wanted someone to come and read the pump as they needed documentation of the pump status. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received from the hcp on (B)(6) 2017. The hcp confirmed that the pump was not stopped. The hcp reported that there was no intrathecal baclofen issue and that the cause of the patient being unresponsive was a cocaine overdose. No further patient complications have been reported as a result of this event.